Event description:
Customer reports to have been rushed to the emergency room due to high blood glucose on (B)(6) 2014. Customer's blood glucose was 479 mg/dl. Customer reports of not being able to lower blood glucose. Customer was released from emergency room; customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing. Air bubbles were found in tubing and cannula was bent. Customer will call back when she receives tubing clamp in order to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).